Event description:
Malfunction of medical compressor c235 (burn) the initial information related to the medical compressor c235 malfunction was received by an email on (B)(6) 2023 by (B)(6), medtronic's customer quality experience management team. (B)(6) states in the email the information about an event on (B)(6) 2023 in india regarding a c235 compressor used on an e360 ventilator that was "burning from the inside". The ventilator was not in use on a patient at the time of the reported event. (Country: india, reporter: (B)(6) (medtronic), phone: (B)(6), facility: (B)(6) hospital / (B)(6)). Investigation summary: the medtronic's service personnel (sp) inspected the ventilator and the c235 air compressor. The sp found evidence of thermally damaged components in the compressor and replaced the compressor. The device passed all the required tests and calibrations as per the manufacturer's specifications at the time of service. After the initial assessment of the event within the ekom qms, record no.: (B)(4) it was concluded that based on the information provided to the company it is not likely that a malfunction in the equipment could have caused the injury of a user. We took the precautionary reassessment after the compressor was moved from india to a partner service center in the us and was assessed online on (B)(6) 2023 by the service technician in collaboration with the manufacturer ((B)(6)). The description of the abnormal poor condition of the compressor is summarized in the attached document (B)(4).

Manufacturer narrative:
After the root cause investigation analyses based on the pictures of the damaged compressor the qm and r&d team came to following conclusions: based on the poor state of the device (dust, dirt, rust) it is apparent that the environment in which it operated did not meet the standards defined by the manufacturer. The substantial amount of dust in the intake filter of the compressor clearly indicates improper maintenance, in violation of the manufacturer's prescribed maintenance schedule. The service records for the compressor are not available, maintenance records provided are related to ventilator only. The team has concluded that the claimed burn is the result of an electrical short circuit caused by incorrect maintenance due to the condition of the cylinder hanger. This likely led to the wiring rupture resulting in the short circuit and subsequent pcb and insulation foam burn. The presence of corrosion on the outer and inner parts of the device suggests that the humidity levels in the environment exceeded the defined ambient limits. The overall conclusion of the root cause of the claimed failure is a improper compressor maintenance, along with an obvious violation of the working environment specifications. Details (pictures, root cause analysis is provided in the attached document: (B)(4)). UDI related data quality updates only. ((B)(6) 2024, UDI-pi added in section d).

Event description:
Malfunction of medical compressor c235 (burn). The initial information related to the medical compressor c235 malfunction was received by an email on 2023-april-11 by (B)(6), medtronic's customer quality experience management team. (B)(6) states in the email the information about an event on (B)(6) 2023 in india regarding a c235 compressor used on an e360 ventilator that was "burning from the inside". The ventilator was not in use on a patient at the time of the reported event. (Country: india, reporter: (B)(6) (medtronic), phone: (B)(6), facility: (B)(6) hospital / 2, near delhi gate / 110002 new delhi / 011-23230733). Investigation summary: the medtronic's service personnel (sp) inspected the ventilator and the c235 air compressor. The sp found evidence of thermally damaged components in the compressor and replaced the compressor. The device passed all the required tests and calibrations as per the manufacturer's specifications at the time of service. After the initial assessment of the event within the ekom qms, record no.: (B)(4). It was concluded that based on the information provided to the company it is not likely that a malfunction in the equipment could have caused the injury of a user. We took the precautionary reassessment after the compressor was moved from india to a partner service center in the us and was assessed online on september 27, 2023 by the service technician in collaboration with the manufacturer (qm, r&d). The description of the abnormal poor condition of the compressor is summarized in the attached document (B)(4).

Manufacturer narrative:
After the root cause investigation analyses based on the pictures of the damaged compressor the qm and r&d team came to following conclusions: based on the poor state of the device (dust, dirt, rust) it is apparent that the environment in which it operated did not meet the standards defined by the manufacturer. The substantial amount of dust in the intake filter of the compressor clearly indicates improper maintenance, in violation of the manufacturer's prescribed maintenance schedule. The service records for the compressor are not available, maintenance records provided are related to ventilator only. The team has concluded that the claimed burn is the result of an electrical short circuit caused by incorrect maintenance due to the condition of the cylinder hanger. This likely led to the wiring rupture resulting in the short circuit and subsequent pcb and insulation foam burn. The presence of corrosion on the outer and inner parts of the device suggests that the humidity levels in the environment exceeded the defined ambient limits. The overall onclusion of the root cause of the claimed failure is a improper compressor maintenance, along with an obvious violation of the working environment specifications. Details (pictures, root cause analysis is provided in the attached document: (B)(4).